Event description:
An individual representing a previous employee of (B)(6) health system contacted steris regarding an alleged injury occurring in (B)(6) 2009 involving a reliance 444 washer.

Manufacturer narrative:
The claimant alleges that while removing a three-tier transfer rack from the washer the safety lock failed and it slid off the cart, hitting the employees right hand and causing three fingers to be hyper-extended and her hand to swell. Reportedly the employee had an x-ray and there were no fractures. She followed up at the ER due to continued pain and was referred to employee health. She subsequently followed up with an orthopedic physician who splinted her hand and she began physical therapy. The individual representing this employee contacted steris because of the continued pain. In review of the service history for this customer there was no service call placed on or around this time resulting from an event of this description. A follow-up report will be submitted should additional information be obtained.

Manufacturer narrative:
Steris has been unable to substantiate that the claimants allegations of the workplace injury occurred on steris equipment.